Event description:
The customer reported that the insulin pump was continuously priming and alarmed. The blood glucose reading was 119mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A scratched lcd window, cracked case, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.